Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of device analysis.

Event description:
It was reported during ongoing use, the device received an eri (elective replacement indicator) notification via latitude. The patient is on a list to receive a transplant. Reassurance was needed as to whether the eri-eol window was normal at 90 days, as the transplant is scheduled to take place prior to the device reaching eol (end of life). Technical services reviewed the device data and determined the pg is depleting in a manner consistent with the lv capacitor advisory. Additionally, tech services found no low voltage fault declared, and there were no other suspicious faults or resets stored within the device memory. Therapy delivery was unaffected, but device malfunction was determined and replacement was recommended.

Manufacturer narrative:
Although the device has not been returned for analysis, engineering review of device data confirmed that the device battery was depleting prematurely. However, despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during ongoing use, the device reached elective replacement indicator battery status and a latitude (remote monitoring system) notification was generated. The patient has been put on a waiting list to receive a heart transplant, and the caller requested confirmation on timing of explant to ensure therapy availability. A boston scientific technical services (ts) consultant reviewed device data and confirmed premature battery depletion. Additionally, ts found no low-voltage fault declared, and no other suspicious faults or resets stored within device memory. Ts confirmed that brady and tachy therapy was currently available and recommended device replacement. No additional adverse patient effects were reported. No information could be obtained regarding current device status. Additional information: the device has not been returned for analysis. Despite good faith efforts to obtain product return and additional information, objective evidence was not available to determine the root cause of the clinical observations.